Manufacturer narrative:
D4 added primary UDI number as it was omitted from the initial report that was submitted.

Event description:
Clinical rationale: an impella cp device was inserted into the femoral artery in a 55-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci). Three days after the impella insertion, the impella cp was removed with an escalation of therapy to an impella 5.5. The impella functioned at p-9 as intended. After the impella cp was removed, it was noted that there was thrombus in the left femoral artery, resulting in limb ischemia. The patient was transferred to another hospital for a thrombectomy procedure. The post-procedure outcome is survived at explant. Limb ischemia may be influenced by patient-specific factors such as the patient's severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ischemia/thrombosis/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.